Event description:
It was reported that this right ventricular (rv) lead had a rise in shock impedance greater than 125 ohms. Defibrillation threshold (dft) testing was performed and the lead measured at 92 ohms, so the plan was to monitor at this time and increase the alert threshold to 150 ohms. The lead remains in-service. No adverse patient effects were reported.

Event description:
This report is being filed with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned for analysis in two segments. Resistance tests were completed to assess electrical performance and inner insulation integrity of both segments, and the measurements throughout these tests were within normal limits. Visual inspection showed a layer of calcification was built up on the lead tip/helix. Analysis determined that these calcium deposits likely contributed to the observations of high out of range pacing impedances seen in the field.

Event description:
Additional information was received that this rv lead was explanted and replaced due the rise in shock lead impedances. No adverse patient effects were reported.